Event description:
It was reported by a customer in (B)(6) that, during pt use, the ht50 ventilator was running on a test lung. After the pt finished bathing, the device was attached, and the airway pressure did not rise. The device was rebooted, and an exhalation valve calibration was performed four times unsuccessfully. The pt was transferred to another ventilator, and there was no reported pt injury.

Manufacturer narrative:
The ht50 ventilator was not serviced yet, and the investigation is ongoing. (B)(4).